Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: a device issue occurred during a esophagectomy/ gastric tube procedure. While firing for the second time, the surgeon clamped the tissue from the distal side and started firing. However, the display screen showed the excessive force indicator and firing was stopped halfway. The surgeon waited awhile but the firing was not restarted. The case was completed using a new cartridge and idrive device. There was no patient injury.